Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an incorrect right pressure alarm, the driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an incorrect right pressure alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver and there was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported right pressure incorrect alarm was confirmed via review of the patient file, but was not able to be reproduced during investigation testing. The driver passed all functional testing and was subjected to an additional four-day observation run in an attempt to observe a possible malfunction or change in driver performance. The driver performed as intended during the extended observation run, and there was no evidence of a device malfunction. Therefore the root cause of the customer-reported alarm could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4472 follow-up report 1.